Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Customer complaint cannot be confirmed through pvt (performance verification testing). Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, found cracked lcd (liquid crystal display) lens, damaged battery compartment, dso (downstream occlusion)/uso (upstream occlusion) seal lifting, and dead pixels on lcd. Replaced dso seal, battery compartment, lens, lcd screen, and motherboard due to incompatibility with new lcd. Performed pvt, unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device needed to be recalibrated. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: dso (downstream occlusion)/uso (upstream occlusion) seal lifting.